Event description:
Customer alleged the left head siderail will not latch.

Manufacturer narrative:
The hill-rom tech found the siderail cover was bent inward preventing the siderail from locking. He repaired the bent cover which resolved the issue.